Event description:
Customer reported the alarm has no power. They have replaced the batteries with a new supply. The customer did not notice battery leakage in the battery compartment. There was no patient incident or injury reported.

Manufacturer narrative:
Results: the reported issue for no power was not confirmed. The observed battery leakage was confirmed. Evaluation of the returned product revealed the unit does not power up with new batteries. Although the rj-11 receptacle plastic molding is damaged, the pins are in good condition. The sensor still connects securely into the alarm receptacle. The nurse call light turns off intermittently at the nurse call test fixture when the nurse call cable is wiggled. There is battery leakage residue on the battery door contacts and battery springs. Note: posey instructions for use warning statement: take care when installing new batteries. The alarm will not work if the batteries are installed improperly. Do not mix old and new batteries, or battery brands within a battery pack. Always install a completely new set of batteries. Do not allow batteries to deplete while in the alarm. Depleted batteries may leak and corrode, causing damage to the electronics reliability. Hold alarm vertically upside down to prevent battery spring from bending during battery installation. (B)(4).